Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
Per the patient's surgeon, the patient has no intention of being reimplanted as of the date of this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).